Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitudes resulting deactivation of the smartpass feature. Device data was sent to engineering for review as the estimated battery longevity was lower than expected. Data analysis confirmed this device exhibited premature battery depletion due to increased power consumption. This device remains in service. No adverse patient effects were reported.